Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, a21 error, basic occlusion, occlusion, excessive no delivery and prime/a33 tests. The motor passed motor test and no motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 94 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.